Event description:
The customer reported that during a laparoscopic right hemicolectomy, an end tone was provided by the generator, indicating a completed seal cycle. Bleeding was noticed by the surgeon and another device was opened to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.